Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting 'settings not available, cannot provide desired intensity settings'. He can lower stim but it does not let him increase it. The message comes up in all 3 groups. He did not have any medical procedures. He asked for compatibility about welding but did not indicate whether he was doing welding recently. The rep met with the patient and it appeared contacts 2 and 3 have high impedances. They had a high of 38060 for each. The rep changed the programming, so these contacts were not in use. The issue was resolved. The patient stated he lifted a piece of wood with his wife this weekend and working on his back. It is unknown if this contributed to the issue. No symptoms were reported. Additional information was received. It was reported the patient was re-programmed with dtm with caretaking to avoid contacts two and three that were showing high impedance. After one week, the patient has satisfactory pain relief. No issues currently exist with the patient's ability to receive pain relief, the impedances still remain high for those two contacts. Surgical intervention is planned for (B)(6) 2021 to replace the paddle lead.